Event description:
It was reported that during a video assisted lobectomy procedure, the endo cutter staples were not fully crimped in the center of the staple on the pulmonary vein. A clip applier was used to complete the case, but some of the clips were not formed properly. A small amount of blood loss, but not enough for a transfusion. There was no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. Returned empty no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. No incident related to the reported event was observed during the batch record review.